Event description:
The device was used during a low anterior resection procedure. Reportedly, difficulty was experienced removing the device from the application site. The surgeon applied another stapler and resected the tissue at the application site.